Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported on (B)(6) 2026 that the patient was hospitalized on (B)(6) 2026 due to high blood glucose level with diabetic ketoacidosis. At time of hospitalization, blood glucose level was 499 mg/dl. The patient was treated with manual injection. The length of hospitalization was greater than 24 hours. Patient reported symptoms like feeling sick/unwell, headache, nausea and vomiting. Result of ketone test was positive.